Manufacturer narrative:
Morrey et al. "Ulnar component surface finish influenced the outcome of primary coonrad-morrey total elbow arthroplasty." Journal title. 95:1117-1124. No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. This device is used for treatment. Product history search cannot be completed since the lot number is unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definite root cause cannot be determined with the information provided. The article was written by in-ho jeon, bernard f. Morrey and joaquin sanchez-sotel.

Event description:
It is reported in a journal article that one patient underwent elbow arthroplasty revision due to periprosthetic fracture at the distal tip of the ulnar component following elbow arthroplasty. The patient had radiographic union of the allograft-prosthetic composite at one year following the operation.